Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report # 3005099803-2017-03490 and 3005099803-2017-03472 for the other associated device information. It was reported to boston scientific corporation on november 02, 2017 that two (2) wallflex biliary rx fully covered rmv stents used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed in late (B)(6) 2017. According to the complainant, during the procedure, the physician was able to deploy the first wallflex biliary stent (the subject of this report). However, during the removal of the delivery system, the catheter caught on the stent and the stent was pulled out of the bile duct. The physician removed the stent from the patient and used a second wallflex biliary rx rmv stent (subject of MFR report # 3005099803-2017-03472). The physician was able to deploy the second wallflex stent successfully; however, stent was pulled slightly out of its position when the delivery system was being withdrawn. The physician was able to hold the stent in place by applying pressure on the scope and the delivery system was removed from the patient. Reportedly, the physician is comfortable leaving the stent where it is and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.